Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of lung cancer, the stapler was fired but had an incomplete staple line on the distal part. Also, some staples did not form. Manual suturing was done to resolve the issue and complete the case.